Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patella resurfacing and insert exchange; (B)(6) 2018. Patient was suffering from general "instability" in the knee, and was also complaining of anterior knee pain. Surgeon elected to revise the insert to a thicker one, and also resurfaced the patella. Patient initials: (B)(6).